Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urogynecological. It was reported that after implant, the patient experienced uterine prolapse, pelvic relaxation, pelvic pain, stress urinary incontinence and menometrorrhagia. Treatment includes revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary in continence. The patient has experienced injury, pain, disability, impairment, uterine prolapse, pelvic relaxation, pelvic pain, menometrorrhagia, recurrent urinary tract infections, mesh erosion, umbilical hernia, having lost her g-spot, decreased libido, severe dyspareunia, vaginal dryness, severe yeast infection, hypoestrogenic, sensation of pelvic floor falling, sensation of something poking her, partner feeling something, mesh exposure with excision, overactive bladder, recurrent stress urinary incontinence, frequency, mixed incontinence, recurrent pelvic prolapse, sexual dysfunction, urgency, recurrent rectocele, sensation of a bulge in the posterior aspect of the rectum, and ventral hernia. Post-operative patient treatment included nonsurgical and surgical interventions, including hormone pellet therapy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary in continence. The patient has experienced injury, pain, disability, impairment, uterine prolapse, pelvic relaxation, pelvic pain, menometrorrhagia, recurrent urinary tract infections, mesh erosion, umbilical hernia, having lost her g-spot, decreased libido, severe dyspareunia, vaginal dryness, severe yeast infection, hypoestrogenic, sensation of pelvic floor falling, sensation of something poking her, partner feeling something, mesh exposure with excision, overactive bladder, recurrent stress urinary incontinence, frequency, mixed incontinence, recurrent pelvic prolapse, sexual dysfunction, urgency, recurrent rectocele, sensation of a bulge in the posterior aspect of the rectum, small uterine fibroid, adenomyosis, endocervicitis, hemorrhagic corpus luteum cyst, left paratubal cystic change, inflammation, fibrous tissue, burning with urination, constipation, right ureteral orifice was somewhat laterally displaced, and ventral hernia. Post-operative patient treatment included nonsurgical and surgical interventions, laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, hormone pellet therapy, and implantation of new xenform mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has experienced injury, pain, disability, impairment, uterine prolapse, pelvic relaxation, pelvic pain, menometrorrhagia, recurrent urinary tract infections, mesh erosion, umbilical hernia, having lost her g-spot, decreased libido, severe dyspareunia, vaginal dryness, severe yeast infection, hypoestrogenic, hormone pellet therapy, sensation of pelvic floor falling, sensation of something poking her, partner feeling something, mesh exposure with excision, overactive bladder, recurrent stress urinary incontinence, frequency, mixed incontinence, recurrent pelvic prolapse, sexual dysfunction, urgency, recurrent rectocele, sensation of a bulge in the posterior aspect of the rectum, and ventral hernia. Post-operative patient treatment included nonsurgical and surgical interventions.